Event description:
While a field service engineer (fse) was at the customer's site troubleshooting an unrelated issue, the customer reported receiving retic vote outs (non-numeric results) on a coulter lh 750 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The fse replaced the retic reagent tubing through vl94 to correct the retic voteouts reported by the customer. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).